Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon catheter rupture occurred. Vascular access was obtained via the left cubitus vein using a non bsc sheath. The 95% stenosed target lesion was located in the moderately tortuous left antebrachial vein. After a non bsc guidewire crossed the lesion, a 7.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. On the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using a 7x2 sterling balloon catheter inflated at 14 atmospheres. No patient complications were reported and the patients' status is good.